Event description:
Spontaneous, patient was having trouble with both ms3 pumps. Getting error not ready pushrod must move forward. Remove cartridge then press ok. Patient could not clear error. The patient decided to go to the hospital and borrow one of their pumps. Did the product fault occur while in use? Yes; did the product issue cause/contribute to injury? No, device available to be returned? Yes; device replaced. Reported to (B)(6) by: patient/caregiver. Strength: 10mg/ml, dose or amount: 119ng/kg/min, frequency: continuous, route: subcutaneous, dates of use : from (B)(6) 2015 to current, diagnosis or reason for use: pah.